Manufacturer narrative:
Philips service replaced the mpd control unit and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that there was no image on the front level, and the system failed to start on an allura xper fd20/10 & fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.